Event description:
It was also reported that the pump had delivered baclofen with an unknown dose and concentration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's family member who was receiving saline at an unknown concentration and dosage via intrathecal drug delivery pump for intractable spasticity and head/brain injury. It was reported that they are trying to get either the pump removed or make sure the spinal fluid is not leaking out of the catheter. It was also reported that the catheter is broken and needle sticks around the surface of the pump. No troubleshooting was performed and no out of box failure reported. The caller wanted to have the surgeon check the catheter before they release the patient to go home.

Event description:
Additional information was received from a consumer via a manufacturer representative on 2017-feb-10. The pump and catheter were explanted on (B)(6) 2017. It was requested to have the pump removed and sent back for analysis. The patient was in a car accident in (B)(6) 2016. The issue was stated as resolved at the time of the report. It was unknown if there were any environmental, external, or patient factors that may have led to the issue. It was unknown what diagnostics or troubleshooting was performed.

Manufacturer narrative:
The other relevant components include: product ID 8709 lot# serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: catheter. Analysis of the pump found that there was high resistance in the battery. Analysis of the catheter found that there were no significant anomalies as it was returned in segments. (B)(4).

Event description:
The pump and catheter were returned for analysis.